Manufacturer narrative:
Additional information provided. Product evaluation: only the device was returned inside the blister tray that has been taped closed. The plunger is oriented correctly and was fully advanced. Viscoelastic was observed inside the device. Information in the file indicated that the reported "clamp" is referring to a haptic of the lens. The root cause of the reported complaint of 'initially inserted "clamp" releases suddenly' may be related to a failure to follow the directions for use (dfu). The customer indicated the use of a non-qualified viscoelastic in the device. The use of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Although the device was received by a company representative and transmitted to the manufacturing site, the sample has not yet been received at the manufacturing site for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the dfu (directions for use); a non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received at the manufacturing site and evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The following clarifying and additional information for this case was inadvertently entered in a duplicate record: when the iol was unfolding in the eye during a complicated cataract removal with iol implant procedure, the initially inserted "clamp" released suddenly. The surgeon noted that it cannot be stated with certainty if this caused possible damage to the posterior capsular bag at the equator. It was noted that the lens could be centered and the case completed. The surgeon noted difficulty during the procedure due to preexisting iris adhesions; bimanual pupillary stretching was performed.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens went too quickly into the eye. There was no impact to the patient.